Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 500 ml eva tpn bags leaked at the administration port. This was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11 h4: the lot was manufactured between may 26-27, 2023. H11: five (5) devices were received for evaluation. Visual inspection was performed on the returned samples and the reported issue of leakage was not easily identified. Functional leak testing was performed and a leak was identified from the spike port bonding area on all returned samples. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.